Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The hospital has reported no pt injury occurred.